Manufacturer narrative:
(B)(4). Other devices used: catalog #00801803202, versys femoral head, lot #61187193 manufactured by b.v. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient's hip arthroplasty was revised due to pain, elevated cobalt and chromium levels, and suspected trunnionosis of the femoral neck and head.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A photograph of the explanted head and neck was provided; however taper corrosion could not be confirmed as the neck remains attached to the head. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.